Manufacturer narrative:
(B)(4). The affected product has been received and an eval is pending. A f/u report will be submitted once the eval has been completed.

Event description:
The customer reported an eval of all pump modules in sue to rule out a possible air embolism from the pump. The pt safety officer does not feel the pumps were involved but needs to have them analyzed. A post emergency CABG pt was intubated, awake and responding to commands. The pt's condition changed abruptly and he stopped responding to commands. The pt's feet were pushing against the footboard and his eyes were open. An ivp was placed and a CT scan was done which showed a subdural hematoma with scattered areas in the tentorium. The pt was on 8 different IV drips. No one saw any air in the tubing or any air entering the pt via the tubing. The pt had a f/u CT scan which showed a possible new cerebellar artery infarct and no increase in the subdural hematoma. The pt has no movement of the right extremities but has moved the left extremities and still cannot follow commands. The physician initially suspected an air embolism from the pump caused the event, however, after a tee and CT angio of brain, it appears the pt already had significant brain disease and that this was not air related. The pt safety officer wants the devices tested to ensure they are within spec. She also wants an event log review for each pump and needs to know if there were any fail alarms.